Event description:
Hte ventilator restarted and alarmed while in use on a pt. The customer reported there was no pt harm. The respironics svc tech performed testing of the unit and found no output voltage from the power supply. The svc tech replaced the power supply to connect the problem. Performance verification testing was performed and passed per operating specifications.